Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The circuit boards and the cables were reseated. The memory was flashed and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.